Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the battery depletion was normal battery depletion of the ins and the cause of the patient feeling stimulation down their leg was not determined. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3093-41, lot# v192504, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an im plantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's symptoms were not as controlled, starting approximately two months ago. Patient stated that they could feel stimulation down their leg from time to time and the sensation was no longer vaginal. No environmental or patient factors that may have led or contributed to the issue were reported. It was noted that the doctor attempted reprogramming in the clinic at some point within the past two months. Both the lead and the ins which was at end of service (eos) were surgically replaced and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.